Event description:
It was reported the pt is not receiving stimulation and is unable to communicate with or charge her ipg. An sjm rep met with the pt and confirmed the issue. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.